Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one opening linear on the posterior, crease flat, and brown particles on the shell. Leak test and microscopic analysis were performed which identified one opening striated on the posterior, wear abrasion, and partial delamination on the plug strap disk shell. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was one striated opening due to surgical damage consistent in the use of some surgical tools, and partial delamination on the plug strap disk shell assessed as adhesive failure.

Event description:
Healthcare professional reported a right side deflation. Device was explanted.